Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, inflammation, mobility. Chronic sinus & post nasal drain. Second attempt on this patient (this site) chronic implant failure.